Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Ref MFR. Report#: 1627487-2014-25292, 1627487-2014-25293, and 1627487-2014-25294. The pt has two leads (device 2) with the same lot number. The pt reported he has not had stimulation and has not charged his ipg in a long time. In turn, the patient's ipg is inoperable. Additionally, the pt reported not receiving effective stimulation. Ineffective stimulation reported under MFR. Report: 1627487-2013-13444. The pt plans to have a CT scan and undergo surgical intervention to address the issue.